Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula was observed to be stretched, with the length measuring out of specification. Though the soft cannula was stretched, fluid flowed through the complete fluid path with no issues. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The exact timing and cause of the soft cannula damage could not be determined. A root cause for the reported dislodged cannula could not be determined. The device was received without the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 16 mmol/l (288 mg/dl) while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed.